Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Block h11: correction to the initial MDR in blocks d1, d2a, and d2b.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. Refer to manufacturer report # 3005099803-2024-02142, 3005099803-2024-02143, and 3005099803-2024-02145 for the associated device information. It was reported to boston scientific corporation that a habib endohpb rf catheter was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2024. During the procedure, the habib catheter (the subject of MFR. Report # 3005099803-2024-02142) was tried to ablate a tissue overgrowth on a boston scientific metal stent (the subject of this report); however, the probe was unable to deliver energy. Another habib endohpb rf catheter (the subject of MFR. Report # 3005099803-2024-02143) was used but the same problem occurred. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. Refer to manufacturer report # 3005099803-2024-02142, 3005099803-2024-02143 for the associated device information. It was reported to boston scientific corporation that a habib endohpb rf catheter was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2024. During the procedure, the habib catheter (the subject of MFR. Report # 3005099803-2024-02142) was tried to ablate a tissue overgrowth on a boston scientific metal stent (the subject of this report); however, the probe was unable to deliver energy. Another habib endohpb rf catheter (the subject of MFR. Report # 3005099803-2024-02143) was used but the same problem occurred. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.